Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion area was located around the anastomosed inner shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a percutaneeous transluminal angioplasty of the shunt. During the procedure, at the first inflation at 8 atmospheres, the balloon ruptured. The device was removed by normal method, and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.